Manufacturer narrative:
Information received from the affiliate states that a smart control ((B)(4) / lot 15159997) stent was placed in the right superficial femoral artery successfully but the stent delivery system (sds) became stuck during removal. A radifocus guidewire (terumo, 0.035) was pulled on with forceps and the physician managed to remove the device from the patient. It was then found that the tip of the sds had separated and remained on the guidewire. No part of the device remained in the patient. The intent at the beginning of the procedure was to implant two stents; therefore, after removal of the first device another smart control ((B)(4)) was attempted to be delivered to the proximal side. However, strong friction/resistance occurred when the device was inserted into the ansel sheath for 15cm. A 6f envoy guiding catheter (90cm, straight) was inserted to exchange the guidewire to another new radifocus (0.035). But again friction/resistance occurred inside the sheath. When the envoy was removed from the patient, the distal tip of the sds came out together with the envoy. It was noted that the tip remained on the guidewire after it separated from the catheter. There was no injury to the patient and the patient is currently in stable condition. There was no remaining device inside the patient. There was moderate calcification and mild vessel tortuosity; the rate of stenosis was 100% chronic total occlusion (cto). The length of the lesion is unknown. Approach was made contralaterally with 7f sheath introducer (ansel, cook). Pre-dilatation was conducted with jackal balloon catheter (st. Jude medical). The product looked normal when removed from the packaging. The product was properly inspected and prepped. There was no difficulty placing the first stent in its intended location. It is unknown as to when the tip of the smart control separated. It was noted that the sheath was not the cause of the withdraw difficulty of the first sds used. The sheath was not kinked or bent during use. A new radifocus guidewire was inserted and crossed the lesion. The second stent was successfully placed at the proximal side and the procedure was completed without any other issues. One non sterile unit of smart control 6x100 mm was received coiled in a plastic bag; a 28 cm segment of wire lumen was separated from the unit. The wire lumen was twisted and elongated. Locking pin and stent were not received. Outer member was bent at 1.2 cm from ID band. Blood residues were found at handle and wire lumen. No other discrepancies were found. Outer diameter (od) of the stent delivery system was measured at several locations and it was found within specification. ID and od measurement at the separation points of the wire lumen could not be performed due to the elongated and kinked condition of the unit. The cause of the bent condition of the outer sheath, found during the product analysis, could not be conclusively determined; however it could be related to the coiled condition of the product received for analysis. Functional analysis could not be performed due to the separation found in the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the separation of the wire lumen the functional analysis and confirmation of the reported withdrawal difficulty is not possible. It is possible that vessel and lesion characteristics contributed to the withdrawal difficulty. The separation of the wire lumen reported by the customer was confirmed. The root cause of the separation cannot be conclusively determined; however, based on the available procedural information and analysis of the device, interaction, vessel characteristics and procedural factors leading to forceful removal of the device appear to have contributed. With review of the analysis and device history record review, there is no identified device design or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
Information received from the affiliate states that a smart control (c06100ml / lot 15159997) stent was placed in the target lesion successfully but the stent delivery system (sds) became stuck during removal. A radifocus guidewire (terumo, 0.035) was pulled on with forceps and the physician managed to remove the device from the patient. Then another smart control (c07100ml) was attempted to be delivered to the proximal side. However, strong friction/resistance occurred when the device was inserted into the ansel sheath for 15cm. A 6f envoy guiding catheter (90cm, straight) was inserted to exchange the guidewire to another new radifocus (0.035). But again friction/resistance occurred inside the sheath. When the envoy was removed from the patient, the distal tip of the sds came out together with the envoy. It was noted that the tip remained on the guidewire after it separated from the catheter. The patient was male but age was unknown. The procedure was to place the stent in right superficial femoral artery. There were moderate calcification and mild vessel tortuosity, the rate of stenosis was 100% (cto). The length of the lesion is unknown. Approach was made contralaterally with 7f sheath introducer (ansel, cook). Pre-dilatation was conducted with jackal balloon catheter (st. Jude medical). The product looked normal when removed from the packaging. The product was properly inspected and prepped. There was no difficulty placing the first stent in its intended location. It is unknown as to when the tip of the smart control separated. It was noted that the sheath was not the cause of the withdraw difficulty of the first sds used. The sheath was not kinked or bent during use. A new radifocus guidewire was inserted and crossed the lesion.

Manufacturer narrative:
The second stent was successfully placed at the proximal side and the procedure was completed without any other issues. It was noted that the physician planned to place two stents at the start of the procedure. There was no injury to the patient and the patient is currently in stable condition. There was no remaining device inside the patient body. Concomitant devices: radifocus guidewire (terumo, 0.035), 7f sheath introducer (ansel, cook), jackal balloon catheter (st. Jude medical), 6f envoy guiding catheter (90cm, straight) the product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.